Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: suzuki m, takegami y, tokutake k, nakasima h, mishima k, kumagai h, imagama s. Elderly trochanteric fracture outcomes: unveiling the risks of excessive postoperative sliding - a retrospective multicenter (tron group) investigation. J orthop sci. 2024 oct 5:s0949-2658(24)00185-4. Doi: 10.1016/j.jos.2024.09.003. Epub ahead of print. Pmid: 39370317.. Objective/methods/study data: the objectives of this large multicenter retrospective study were to 1) investigate the incidence of es in intramedullary nailing procedures, 2) evaluate the relationship between es and postoperative complications, and 3) identify the explanatory factors associated with es in elderly patients with ftf undergoing intramedullary nailing osteosynthesis. Between 2016 and 2020, a total of 519 patients were included in the study. These patients were categorized into two groups based on their screw sliding distance. Excessive sliding group (esg) consisted of 116 patients (30 male and 86 female) with a mean age of 84.11 (7.64) years while non-excessive sliding group (non-esg) consisted of 403 patients (97 male and 306 female) with a mean age of 84.48 (7.97) years. The surgical procedures were conducted with a range of implant models, including the gamma 3 (stryker, mahwah, nj, USA), tfna (depuy synthes, west chester, pa, USA), pfna (depuy synthes) consisted of 225 patients for single screw, ols-ii (teijin nakashima medical, okayama, japan) and turius (mes, tokyo, japan) nail systems consisted of 78 patients for double screw and intertan (smith & nephew, memphis, tn, USA) consisted of 100 patients for twin screws with an integrated interlocking mechanism. Radiographic follow-up of less than 12 weeks. Depuy synthes devices that were used in this study: synthes pfna and tfna. The literature article does not provide sufficient information to associated specific adverse events with specific device manufacturers. Adverse event(s) and provided interventions cannot be associated with a specific device manufacturer due to insufficient information: 1 patient in the esg group had cut-through; required reoperation. 5 patients in the esg group had cut-out; required reoperation. 3 patients in the esg group had peri-implant fractures; required reoperation. 1 patient in the esg group had implant fracture; required reoperation. 1 patient in the non-esg group had cut-out; required reoperation. 1 patient in the non-esg group had peri-implant fractures; required reoperation. 1 patient in the esg group had non-union; required reoperation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.